Event description:
It was reported that the user received a ¿connect cgm or dosing will stop¿ alert on the ilet after starting a dexcom g7 sensor in the dexcom app, with glucose readings visible in the dexcom app, and was subsequently guided to start and pair the sensor on the ilet using pairing code 6894, after which the sensor entered pairing mode and the user was counseled on pairing and warmup timelines. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included troubleshooting and user education on correct cgm pairing workflow within the ilet cgm menu. Investigation of this case revealed user setup error due to failure to start the sensor on the ilet prior to pairing, resulting in a communication and connection alert; device hardware and components were not found to be defective. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing and setup.